Manufacturer narrative:
The reported event was addressed with phone support. Field service engineer (fse) contacted the customer and confirmed other instruments worked on the system with no issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument was not moving as expected. Or staff stated the surgeon tried two different clip applier instruments before calling. Surgeon was using clip applier instrument on universal surgical manipulator (usm)3. Intuitive technical support engineer (tse) requested that the site put the instruments back on usm 1 or 4 to test. The surgeon stated they would try if they had the chance. The procedure was completed with no reported injury.